Event description:
It was reported that a patient with an artificial urinary sphincter (aus) bent over to pick something up, putting too much pressure in the balloon leading to it bursting followed by immediate incontinence. A surgical procedure was performed in which fluid loss was identified from a big perforation at the joint where the balloon meets the tubing. There were no patient complications related to the event.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) bent over to pick something up, putting too much pressure in the balloon leading to it bursting followed by immediate incontinence. A surgical procedure was performed in which fluid loss was identified from a big perforation at the joint where the balloon meets the tubing. There were no patient complications related to the event.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) bent over to pick something up, putting too much pressure in the balloon leading to it bursting followed by immediate incontinence. A surgical procedure was performed in which fluid loss was identified from a big perforation at the joint where the balloon meets the tubing. There were no patient complications related to the event.

Manufacturer narrative:
Investigation summary: based on the available information and the product analysis results, boston scientific concluded that the reported allegations of a balloon hole were confirmed. The reported urinary incontinence could have been caused by the identified leak. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 balloon was thoroughly analyzed. The balloon was visually and microscopically inspected, and tested for leaks, revealing a tear in the shell at the sphere-adapter junction consistent with fatigue. The component was not functionally tested due to the identified hole. Inspection of the remainder of the device did not identify other damage or irregularities. Product analysis confirmed the reported hole allegations and although it did not confirm incontinence, the identified leak could cause the device to not operate as expected, leading to incontinence. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.